Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported by clinical staff the syringe module could not infuse lipids at the prescribed lower rate. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Additional information : annex a : a26, annex g : g07002, annex b : b14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by clinical staff the syringe module could not infuse lipids at the prescribed lower rate. There was patient involvement however patient impact is unknown.